Manufacturer narrative:
G4: 16jan2020. B4: (B)(6). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the blower and gas delivery system and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23mar2020 b4: (B)(6)2020. The blower motor assembly and gas delivery system (gds) were returned for failure analysis. A visual inspection revealed no anomalies. During testing, it was determined that the gds was out of specification; however, the blower passed all testing and the co2 rebreathing risk was not duplicated submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019.

Event description:
It was reported that the unit declared low leak co2 rebreathing risk alarm. There was no patient involvement.